Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat a paroxysmal atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Treatment of the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv) were completed without issue. The physician moved the catheter in flower configuration from the ripv to the right superior pulmonary vein (rspv) and wired a small vein just posterior to the rspv and was trying to retract the guidewire to move more anterior to the rspv. At this point, the guidewire became stuck in the catheter. The physician attempted to advance the guidewire to be able to pull back, and the guidewire was stuck in the catheter. The whole system was moved back and alternated between basket and flower configurations while moving the guidewire, however, the guidewire would not retract into the catheter. After approximately 10 minutes of troubleshooting, the catheter was moved to a closed configuration, and the catheter was pulled out of the body through the sheath with guidewire sticking out. Upon pulling the catheter out of the body, a piece of tissue was seen stuck in the guidewire lumen. The tissue could not be flushed out or removed physically. The guidewire was completely stuck and unable to move within the catheter. The farawave catheter was replaced with a new farawave catheter, and the procedure was completed successfully with no patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat a persistent atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Treatment of the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), and right inferior pulmonary vein (ripv) were completed without issue. The physician moved the catheter in flower configuration from the ripv to the right superior pulmonary vein (rspv) and wired a small vein just posterior to the rspv and was trying to retract the guidewire to move more anterior to the rspv. At this point, the guidewire became stuck in the catheter. The physician attempted to advance the guidewire to be able to pull back, and the guidewire was stuck in the catheter. The whole system was moved back and alternated between basket and flower configurations while moving the guidewire, however, the guidewire would not retract into the catheter. After approximately 10 minutes of troubleshooting, the catheter was deployed to a closed configuration, and the catheter was pulled out of the body through the sheath with guidewire sticking out. Upon pulling the catheter out of the body, a piece of tissue was seen stuck in the guidewire lumen. The tissue could not be flushed out or removed physically. The guidewire was completely stuck and unable to move within the catheter. The farawave catheter was replaced with a new farawave catheter, and the procedure was completed successfully with no patient complications. The catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR: upon device return and inspection, it was observed that the catheter was returned with the stuck guidewire still inserted. Some tissue was visibly stuck between the guidewire and guidewire lumen at the tip of the spline cage, preventing the movement of the guidewire. Deployment of the catheter was successful. The reported event of a stuck guidewire was confirmed.